Event description:
Pin collet broke pin off when in use. Another item was immediately available for use. On november 30, 2011, it was reported by email the surgeon had reported that while doing a shoulder repair procedure, a "spin pin" which is a 2mm pin that is half metal and half absorbable (from device technologies), was being used and it broke. No information was included that stated where the broken piece went. The customer used another pin that was immediately available to complete the procedure. There was no medical intervention reported and no adverse consequences were alleged with this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).